Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 09/30/2013, however the correct date is 09/04/2013. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
A field service specialist visited site and performed laser checks and tested the laser. No problems found. System meets johnson & johnson surgical vision specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there were 3 cases of diffuse lamellar keratitis (dlk) in the left eye (os) which occurred from (B)(6) 2019 date of surgery. The patients were being treated with fluorometholone (fml) steroids. Doctor had changed from prednisolone acetate eye drops to fml due to shortage of prednisolone acetate. Doctor started comfort eye drops which is a combination of preservative-free artificial tears and alcaine given to patients to use on day of surgery after surgery has been performed. The comfort eye drops were discontinued on last surgery day, (B)(6) 2019. Dlk has resolved on all patients.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.